Event description:
It was reported that the lead was opened and not used during the implant procedure. The lead insulation appeared irregular and damaged between the coils. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst commented that a small bump of medical adhesive was confirmed to be visible on the lead. The adhesive is used to seal the lead after backfilling the distal end of the lead body during manufacture. After this operation, it is required that the lead fit through an appropriate sized introducer with no significant force. The lead passes the introducer test, so no out of spec condition was observed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).